Event description:
The device was used for deployment of a pacemaker approached from the subclavian vein that runs normal course. Under fluoroscopic control, the physician punctured the subclavian vein with a needle and then the supplied wire guide was inserted. The physician attempted to advance the wire guide but could not, thus he attempted to remove it, but the tip of the wire guide didn't move. He pulled it more and it unraveled and then snapped. The physician suspected that the tip of the wire guide remained in the vein, so he asked a cardio vascular surgeon to remove it from the vein, but the surgeon visually confirmed the tip of the wire guide was outside the vein. The tip of the wire guide was removed from the patient and the physician took a wait-and-see approach. It was observed that the tip of the wire guide removed from the patient formed a knot. The patient was discharged from the hospital one week after the event with no problem.

Manufacturer narrative:
Event evaluation: still under investigation at this time.